Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6) med ctr. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ascerta ureteral stent was used during a ureteroscopy with laser lithotripsy and stent placement procedure in the kidney, ureter and bladder, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, when the physician attempted to remove the suture, the suture was broken and it ripped the stent forming a small tear in the coil. Reportedly, a visible hole in the bottom part of the coil was noticed. The procedure was successfully completed with another ascerta ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.